Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2024. The physician placed three valves in the patient's left upper lobe (one svs-v7-00 at lb1+2, one svs-v9-00 at lb3, one svs-v9-00 at lb4+5). Complete occlusion was confirmed. The patient was hospitalized with pneumonia in the valve treated lobe on (B)(6) 2024 and treated with IV antibiotics. The patient's infection was cultured on (B)(6) 2024 but no growth was shown on (B)(6) 2024. The patient was released on (B)(6) 2024. The event resolved without sequelae and the valves remain in place.

Manufacturer narrative:
Three spiration valves were placed in the patient. Three event reports were filed separately, one for each device. This is report three of three for the event.